Event description:
It was reported that the pt had no hearing perception. The external parts were checked and were found to be functional. The pt heard humming noise when the dib coil was placed over the implant site. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer eval. When available, a device failure analysis will be submitted as a follow up report.